Event description:
The user facility in the u.s. Reported during vitrectomy surgery, the cutter would not cut. They opened another cutter and continued the surgery. There was no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.